Event description:
Actively involved in a rehabilitation program, mostly of his own. Has been doing well. On 5/24/92, he did approximately a 26-mile bike ride followed by work on a nordic trak. Developed pain - had x-ray - revealed a fracture through the schneider rod. Failure implant intramedullary rod, fracture (r) femur. Surgeon feels that fracture thru rod was of patient's own doing - not a failure of the rod. Patient too aggressive with rehab program. Fatigue fracture of the metalinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.